Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 688 mg/dl. The customer¿s blood glucose level was 545 mg/dl. The customer was treated with insulin through intravenous. The customer also reported events like blood sugars not going down. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. Reason why customer alleges insulin pump was under delivering because sugars were not coming down. Customer reports insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. The reservoir will not be returned for analysis. Unomed set.